Event description:
It was reported that the patient has vocal cord paralysis on the left vocal cord. This began after a titration and changes were made a month later. This improved the vcp slightly but has not resolved. The ent for the patient stated the vcp is related to vns. The settings change did improve the vcp slightly but did not resolve. The plan is to monitor the patient and change duty cycle. No additional relevant information has been received to date.